Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 04/26/2018 stating that this lead exhibited an impedance measurement greater than 3000 ohms due to fretting issue. Patient had an auto polarity switch due to unipolar. Patient is dependent and minute ventilation (mv) was turned off. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).